Manufacturer narrative:
(B)(4). Batch unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic appendectomy, the surgeon was using the ats45 with a white reload across tissue. After two firings there appeared to be some malformed staples, not forming the correct b shape. The surgeon re-fired and used some floseal to control the oozing. Another like device was used to complete the procedure. There were no patient consequences reported.